Event description:
It was reported that the customer experienced high blood glucose of 600 mg/dl. Customer's symptoms included dizziness and confusion. Troubleshooting was performed with the insulin pump. Insulin exited the tubing during a manual prime and no air or leaks were found. The high pressure test was performed and passed. The insulin pump was explained to be working as designed. Customer was advised to change the entire set, reservoir, and insulin. Upon removal of the infusion set, the cannula was found to be neither bent nor occluded. The insulin did appear to be somewhat cloudy. Customer agreed to speak with healthcare provider to discuss other possible causes for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.